Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare complaint.

Event description:
Customer reported the image field diameter was not correct. No patient injury was reported.